Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for diabetic ketoacidosis. The blood glucose reading was 200 mg/dl at the time of the call. No delivery alarms were found in the alarm history. The customer declined further troubleshooting on the insulin pump.